Manufacturer narrative:
Evaluation anticipated but not begun.

Event description:
During cardiopulmonary bypass, the centrifugal pump executed its startup sequence, displaying messages normally observed during pump power-on. The pump did not stop running, however, after the power on sequence, pump function was restored. The user replaced the pump with an alternate device. There was no adverse consequence to the patient as a result of this event.